Event description:
Pt reported pain and 'clicking' sounds postoperatively from a primary margron-dtc hip replacement. Problems appeared to be due to surgeon error in primary hip and replacement surgery. Revision surgery was performed with an alternate MFR's hip replacement system.

Manufacturer narrative:
During the revision surgery, it was noted that the margron stem was well fixed. The 'clicking' sound appears to have been due to an incorrect offset being chosen by the surgeon who did the primary implant surgery which caused impingement of the neck on the cup or liner of the hip replacement. Also an incorrect neck size was chosen by the surgeon and there was poor tissue balance, both of which are thought to have contributed to the pain the pt experienced. The primary margron implant was revised with another MFR's hip replacement system. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 another country national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.